Event description:
It is reported that after experiencing a fall, the pt had to be revised. When removing the shoulder baseplate, the surgeon expressed concern about the lack of bony ingrowth.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.